Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported upon examination of an patient with an implanted intraocular lens (iol), it has appeared the lens has separated into two layers. Measurements have lead the surgeon to believe the lens is approximately two times thicker than a typical implanted lens of this model. The surgeon suspects the patient to have been implanted with a 'fake' lens. Additional information was requested.